Manufacturer narrative:
Additional information was added to h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The machine underwent functional testing by running a flow rate accuracy test, by running a simulated infusion of 25ml at a rate of 25ml/hour and the machine ran according to product specifications. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed a flow rate test. The process step during which this occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.